Manufacturer narrative:
(B)(4). Date sent: 08/16/2016. (B)(4).

Event description:
It was reported that during a semi-open laparoscopic assisted distal gastrectomy, the staples were unformed. Another device was used to complete to the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A gst60b cartridge reload was received loaded on the device. The cartridge reload was received fully fired and was noted to have damage on cartridge deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the anvil.